Event description:
It was reported that "patient underwent a tavr (transcatheter aortic valve replacement). At the end of the case, the manta device failed (device failed to deploy) contributing to significant bleeding. Vasopressors, multiple blood transfusions, IV fluids, stenting of the common femoral artery, and upgrade to ICU level of care were required. The patient has since stabilized and been discharged."

Manufacturer narrative:
(B)(4). No return product evaluation could be completed as the device was not returned for investigation. The device lot history record review for lot number mn2301557 manta 18f indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications before shipment. Case details were reviewed. During the deployment procedure, the manta closure device tension gauge indicated yellow/green, and the audible click was heard despite the fact the manta device failed to deploy. Pulsatile arterial bleeding was present; and vasopressors, multiple blood transfusions, IV infusions, and viabahn stenting were applied to achieve hemostasis. The proctor noted the side branch was compromised without symptoms to date and a hematoma was drained. The patient required a longer stay in the ICU level of care and was stabilized and discharged. The patient's condition is currently asymptomatic. After multiple good-faith effort attempts to obtain additional information on the initial and deployment procedures, patient conditions, and environment, no device or angiograms were submitted for this investigation, no further response was received. Therefore, the root cause of manta's unable to deploy properly, requiring surgical intervention (stenting), cannot be determined due to the insufficient information submitted and remains undeterminable. There appears to be no product quality issue concerning manufacture, documentation, or labelling. The der process will continue to monitor and investigate any similar events.

Event description:
It was reported that "patient underwent a tavr (transcatheter aortic valve replacement). At the end of the case, the manta device failed (device failed to deploy) contributing to significant bleeding. Vasopressors, multiple blood transfusions, IV fluids, stenting of the common femoral artery, and upgrade to ICU level of care were required. The patient has since stabilized and been discharged."

Manufacturer narrative:
(B)(4).